Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. It is unknown when this event occurred but was reported to have occurred in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure f-27 was confirmed but not duplicated by baxter service personnel. The probable root cause of this condition was determined to be wetness or humidity in the slide clamp sensor circuitry. The slide clamp sensor circuitry was inspected and the sensor contacts were cleaned, dried and well soldered to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per quality engineering review of the service evaluation, the root cause of the reported condition could not be identified. Should additional information become available, a follow-up medwatch will be submitted.